Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent left inguinal hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent removal of the failed bard/davol perfix plug. The patient continues to experience complications related to the mesh and will likely require additional surgeries to repair the damage from the bard/davol product. The mesh implanted in the patient failed to reasonably perform as intended. It had to be surgically removed, necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus providing no benefit to him. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.